Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 2067l rf (radio frequency) head product ID 229047 analyzer.

Manufacturer narrative:
Product event summary: analysis confirmed the programmer displayed an error code. A printed circuit board assembly was found out of electrical specification. Analysis also found loose ECG (electrocardiogram) and rf (radio frequency) connectors, the letter o is missing from the keyboard, and the left keyboard hinge was broken.

Event description:
It was reported the programmer was powered on and displayed a black screen with an error. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.